Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a half-height cubie drawer 1.2 failure occurred, resulting in all pockets within the drawer becoming inaccessible. The affected drawer contained insulin, requiring urgent resolution. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the entire 1.2 half height cubie drawer was failed. A field service engineer (fse) performed extensive troubleshooting on the reported issue and identified that drawer 1.2 had failed and was not detected on the system bus. The fse replaced the drawer controller and t controller, and then the drawer controller for drawer 1.1, but the issue persisted. The fse then discovered that medication spillage inside the drawer had damaged row board one, which was preventing proper communication on the system bus. The fse temporarily restored functionality by disconnecting the affected row board and noted that a follow-up visit would be required to either replace the row board or the entire drawer, with further action planned for resolution. The system functioned as intended after the field service engineer repaired the device.